Manufacturer narrative:
(B)(4) in the event that additional information is received a follow-up report will be submitted. (B)(4) results of investigation: the elan control printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and reported issue was duplicated. The identified the root cause of the reported issue was due to material fatigue.

Event description:
The customer stated that the ventilator's user interface module (uim) touchscreen's display is dark but there is an audible alarm present. There was no patient involvement.